Event description:
On 1/7/97 the account obtained a negative result with a first morning urine sample. The pt went to her dr. A pregnancy test was performed (methodology unk) and was positive. She was confirmed 7 wks pregnant. Pt's current condition is 8 wks pregnant.

Manufacturer narrative:
The in-house file reaction discs met acceptance criteria when tested with in-house panels. Without the returned kit/sample it cannot be determined if the complaint is kit/sample related. Eval complete-final report.